Manufacturer narrative:
(B)(4). The root cause of the reported condition was due to use error. A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded.

Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the home choice (hc), during patient use. The home patient (hp) stated that he connected to the hc at the 'connect bags' prompt by mistake. The tsr explained to aseptically disconnect from the hc and discard all current supplies in use. The hp was to contact the peritoneal dialysis nurse regarding connecting before prompted. The hp was to set up the machine with new supplies for that night's therapy. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report.